Manufacturer narrative:
No production problem on the part of w&h was found on the handpiece that was the subject of the complaint. Related report no. 1032227-2024-00002 (brasseler).

Event description:
The forza pro electric high speed got very hot while using it with a bur for routine fillings on the right side of mouth. The head of the handpiece touched the patient's tongue and put a noticeable burn on the right later border of the tongue. The dentist noticed it, but the patient was numb and did not feel it. No follow-up treatment was reported.